Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an atypical power cable disconnect alarm was confirmed via the provided log file. The log file contained data spanning approximately 2 hours (B)(6)2023, 10:08 ¿ 11:32 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. An atypical power cable disconnect alarm (an rsoc invalid fault that was not associated with a power source exchange) was observed on (B)(6)2023 at 11:00. The alarm appeared to have been caused by the rsoc within the black power cable briefly fluctuating below the alarm threshold, and the alarm was observed to have resolved within a few seconds of activation. No other notable events were observed. The system controller (serial number (B)(4)) was not returned for analysis. Per additional information, the alarms resolved upon exchanging the controller. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including power cable disconnect alarms. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was experiencing false power cable disconnects while tethered to batteries. The system controller was exchanged successfully due to these events. Log files analysis confirmed odd power cable disconnect events. There were no other unusual events in the log. Additional information stated that the controller had an older software version and did not have conductive grease on the connections to the power leads to prevent the odd power cable disconnect events. The controller exchange resolved the alarms.